Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was seeing a poor communication screen on their patient programmer. The patient was not able to use their recharger to communicate with their implantable neurostimulator (ins). The last successful recharging session was about 3 weeks prior to the report. The patient had used their ins on and off since (B)(6) 2014 when they had a pain pump implanted. They were unable to turn their stimulation on at the time of the report because neither the programmer nor the recharger were able to communicate with the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.